Manufacturer narrative:
(B)(4). Date of event is unknown. Batch r5ap4f. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the knife did not return to the home position after the pulse-firing. The staples were formed as intended. The jaws opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.